Event description:
It was reported that the right atrial and right ventricular channels of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise due to electromagnetic interference. Sensing of the noise led to stored non-sustained ventricular tachycardia episodes and several seconds of possible asystole was observed. The patient was referred to their following physician for evaluation. The crt-d system remains in service at this time and no additional adverse patient effects were reported.